Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.

Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. It was reported that syringes that contained "very high concentrations of etoposide" were connected to the plumsets secondary port on the cassettes. The customer contact reported that as the etoposide was delivered through the secondary ports, the cassettes and the secondary ports "melt." It was reported that unspecified amounts of solution leaked. The solutions that leaked were cleaned up according to the facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.